Event description:
A complaint of imprecise sequential readings was received on a customer's freestyle flash meter. Readings of 9.5, 13.5, 15.2 and 4.2mmol/l were obtained within a ten minute timeframe. When plotted against the average on a parkes error grid the results fall in the 'a', 'b' and 'c' zones. The 'c' zone result shows the difference to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer returned meter and test strips lot number 0611009. Returned meter and test strips performed in accordance with MFR's specs. Customer's complaint of imprecise sequential readings was not duplicated during testing.